Event description:
It was reported that small drops of blood were noticed shortly after initiating therapy. The membrane was sighed and the yellow cap was removed. No patient issues were reported. Hospital personal continued observation were reported. Hospital personal continued observation to ensure there were no oxygenation issues. The device continued to be sighed every two hours. The device was not replaced. Additional info received (B)(6) 2015. The device is dripping from the exhaust port on the bottom.